Event description:
It was reported that the patient was admitted the emergency room with syncope. Upon review, it was discovered that the right ventricular lead failed to capture at high thresholds. The lead was explanted and replaced. The patient was in stable condition.